Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hypoglycemia and loss of consciousness. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's spouse had to call emergency medical services to transport the patient to the hospital with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 15 mg/dl while wearing the pod on the abdomen between 4 and 24 hours. The patient set up their pod without having training, programming the pod incorrectly. The patient stated that the pod delivered too much insulin while sleeping overnight and the patient became unresponsive. The patient received hospital treatment to increase blood glucose levels; specific details were not provided. The patient was discharged on (B)(6) 2026. The pod was removed by emergency medical services.